Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. The corrective action and preventive action records were reviewed and revealed no indication of a product quality issue. A review of the production records and similar complaint query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficulty advancing or removing a cardiomems catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported when inserting the cardiomems device it became kinked against an abbott fast cath 12fr sheath. The steelcore guide wire then was unable to be removed from the cardiomems; therefore, both devices were removed as one unit. It was noted during removal of the steelcore guide wire tension against the sheath was felt. A new cardiomems device and steelcore guide was used to complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is unknown due to the part/lot number was not provided.na